Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Patient is not receiving therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
It was reported to abbott a patient had a surgical procedure and had not placed the ipg in surgery mode. They were unable to connect with their ipg after the procedure. The reps were unable to meet with the patient but confirmed the issue over the phone. The patient tried to call the patient and their husband to schedule a meeting. Attempts to contact the patient were unsuccessful. Messages had been left to meet in person. As nothing was scheduled, the rep was informed the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.